Manufacturer narrative:
The customer's meter and test strips have been received for investigation. A f/u report will be submitted when product testing is completed.

Event description:
A customer reported a complaint of high readings on their freestyle flash meter and freestyle test strips. The customer obtained a reading of 7.0 mmol/l compared to a laboratory reading of 3.0 mmol/l. The tests were performed within a ten minute timeframe. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.